Event description:
Revision surgery - the pt had an infected total knee several years post tka. All implants were removed. The femoral component was flash-sterilized and re-implanted with a 3d poly insert cemented into the tibia as a temporary spacer.